Event description:
It was reported on (B)(6), that consumer posted the following on the user generated content portion of the website: it's been seventeen months since I had, my lap band surgery; it's been eleven months since I have been free of the active (B)(6) infection. My doctor removed my lap band when I requested a different doctor. Attempts have been made to have the poster of the information contact the company to obtain additional information. No response to date.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.